Event description:
Following deployment of the angio-seal device, post hemostasis bleeding was noted and a pressure bandage was applied while the patient was in the cath lab. The patient was transferred to the intensive care unit and experienced a vasovagal episode with hypotension, which was treated with IV fluids. A swan ganz catheter was placed to measure right sided heart pressures. When the pressure bandage was removed from the groin, a large hematoma was noted. A new pressure bandage was applied. The patient's hemoglobin level decreased more than two points. The patient was transfused with 3 units packed red blood cells. Reportedly there were no further complications; the patient will be scheduled for coronary artery bypass surgery. A pre-placment angiogram was not performed and the deploying physician had not completed certification on proper deployment techniques for the use of the 8f sts angio-seal device at the time of this event.